Event description:
During an ercp with some extraction procedure, the physician used a cook endoscopy web extraction basket. Manual fracture of the stone with the basket was unsuccessful. Mechanical lithotripsy was performed using a soehendra lithotriptor. The basket wires fragmented near the lithotripsy handle. The wires were attached to the lithotripsy handle and lithotripsy was attempted again. Fragmentation of the basket wires occurred near the stone. The stone was impacted with the basket. The basket wires and stone were retreived from the patient using forceps. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the product was not returned for evaluation. The most likely contributor to the reported observation is the composition of the stone (patient condition). The instructions for use of the soehendra lithotriptor warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break. The information provided indicated the stone became impacted with the basket during lithotripsy. Impaction of the object with the basket is listed in the web extraction instructions for use as a potential complication. Information provided in the report indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the instructions for use for the web extraction basket as a contraindication. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The information provided suggests procedural factors related to patient condition may have contributed to the reported observation. Breakage of the basket wires during lithotripsy is an inherent risk of this procedure. Customer quality assurance will continue to monitor for trends.